Event description:
It was reported that the customer was in the emergency room due to high blood glucose, nausea, vomiting, and headache. The customer called back to troubleshoot and went over the history and settings. The customer stated that she already disposed the infusion set, and the insulin pump is functioning properly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.